Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). After the dissection process was completed, the harvester attempted to use the hemopro 2 to perform branch ligation. However, when trying to cut the first branch, the device failed to activate. No energy was deviced through the device. The generator and power cords were changed and still the device failed to activate. Therefore, the defective kit was removed from the surgical field and a new hemopro 2 kit was given to the harvester. This new kit worked as expected and the case was finished with no other issues. No adverse outcomes occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/23/2022. An investigation was conducted on 01/11/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the heater wire or the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over (04) repetitions using "max life test method (B)(4). The device activated and transected tissue (04) times with no cautery failure observed. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000283107 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.